Manufacturer narrative:
Of the 65 allegations of a malfunction, 32 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to call service alarm issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 65 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 19-260 pounds and between 4 and 74 years of age. Of the reported patients, 24 were male and 41 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of cs 064 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Folow up #1 07/29/2017 device evaluation: in q2 2017, there were 7 instances of cs 064 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.